Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) in the right eye (od), the patient complained of glare. Approximately 5 months after symptom onset, the initial iol was removed and replaced with a different model lens. In the surgeon's opinion, the most likely cause of the event was the lens. The patient has recovered.

Manufacturer narrative:
The device was returned and evaluated. The lens was received in two pieces, each with a haptic attached. Minor scratches were observed on the optic region. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.